Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our service technician. The service technician found a loose o2 flush hose connection at the afgo valve resulting in a leakage test failure during system check out. The loose hose was re-seated. A full calibration and functional check were performed as per the factory calibration procedures. The anesthesia workstaion was returned to the customer and cleared for clinical use. We are unable to determine why or when the hose came loose.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that a leakage occurred during system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).